Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigma resection, when angled on the bowel, the device was unable to fire nor cut the tissue. A competitor device was used to resolve the issue in order to complete the case. There was no patient injury.